Event description:
It was reported that intermittent loss of capture and lead dislodgement were observed one day post-implant for a non pacer-dependent patient. The lead was repositioned successfully. There were no further consequences to patient.